Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately 2 years 6 months post-implant of this bioprosthetic mitral valve, the patient presented with symptoms of progressive dyspnea. Subsequently, approximately 3 years post implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to a thrombus obstructing the motion of a leaflet as well as a laminar thrombus in the atrial side of the valve on one edge of the valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The non-coronary and left cusps were stiff due to host tissue on the inflow and outflow. The right cusp appeared slightly stiff but flexible except where remnants of host tissue extend on the outflow. Tiny tears on the tunica of the right cusp along the inflow margin of attachment appear to be associated with the removal of host tissue. All commissures appeared to be intact. A remnant of pannus remained attached to the sewing ring adjacent to the non-coronary cusp, over the tissue and base stitching, extending slightly onto the inflow margin of attachment. Traces of pannus were observed in the left right inferior coaptive area and in the left right stent post and sewing ring adjacent to the left cusp on the outflow. An unknown amount of pannus and host tissue appeared to have been removed on the inflow and outflow during explant. A large remnant of brown thrombotic appearing host tissue remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps extending into the non-coronary left inferior coaptive area and 1 to 3 mm onto non-coronary and left cusps. Brown thrombotic appearing host tissue filled and stiffened the non-coronary and left cusps on the outflow. Remnants of tan friable host tissue remained attached to the outflow of the right cusp. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: a review of the device history record (DHR) was performed for this valve. There were no correlations / issues identified in regard to manufacturing that could be related to this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The observed pannus overgrowth / host tissue attached on the inflow would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve. Immobile leaflets caused by thrombus and pannus are known risk of surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.